Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a neurosurgery, it was discovered that the burr device would not fit into any of the attachment devices (the burr was oversized). There were no delays to the surgical procedure as a spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device availability: the device availability date was incorrectly documented. The date returned to manufacturer was corrected from aug 11, 2016 to aug 12, 2016. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter device could not be inserted into short attachment device or related ones. The external features of the device was visually inspected and examined on an optical comparator. The device was further rechecked on a pair of calipers, ring gage and a micro blade. It was determined that the device was found to be out of specifications. It was further determined that the shaft diameter was out of specification (actual shaft diameter recorded was .0938). It was further determined that the root cause of the cutter shaft out of specifications , which resulted in the failure, was an indication of improper machining of this part during the manufacturing process. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper assembly /manufacturing process. This issue has been escalated for further investigation. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.